Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the package was damaged most likely from shipping. It was discovered when the order box was open, and the inner sterile package was indented compromising sterility of the device. No reported patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Visual evaluation of the returned product found the outer carton exhibits crush damage. The inner and outer blisters also exhibit crush damage. Sterility has not been breached. This complaint has been confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.